Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . H6: component code: mechanical (g04) - stem. One arcos 11x210mm brch body std, one head, and one trephine were returned and evaluated. Upon visual inspection there was a stem stuck inside of the trephine, and the head was stuck on the returned body. The returned body had cement on the porous coat along with visible wear to the porous. The body had fractured at the tip with the fracture site being smooth. Further analysis found fracture surface exhibits beach marks which suggest the fatigue failure mode, the shape of the beach marks indicates that the fracture was likely initiated on the lateral side of the device. Complaint sample was evaluated and the reported event was confirmed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. A review of the device history records identified no related deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to femoral stem fracture approximately 3 years post implantation. Additional information on the reported event is unavailable.